Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon cutting balloon catheter was advanced for dilation. During the procedure, the balloon burst upon second inflation at 10 atmospheres for 30 seconds. The procedure was completed using an alternative device. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon cutting balloon catheter was advanced for dilation. During the procedure, the balloon burst upon second inflation at 10 atmospheres for 30 seconds. The procedure was completed using an alternative device. No complications were reported. It was further reported that 70% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein.